Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2024, the patient experienced malaise and vomiting. The parent checked her readings and it was greater than 400 mg/dl bg and 177 mg/dl cgm. An ambulance was called and the paramedics injected the patient with insulin IV drip and transported her to the hospital. At the time of the report, the patient was still admitted after 1 week and feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.